Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed based on the information received. It is necessary to receive the physical sample to perform a proper and thorough investigation to confirm the alleged defect reported, determine a root cause, and any corresponding corrective actions. Root cause is unknown. Corrective actions cannot be established. If the device sample becomes available at a later date, this report will be updated accordingly. Teleflex will continue to monitor and trend for these and similar complaints.

Event description:
Customer complaint alleges "the 15mm adapter keeps coming out of the tube and creating a serious safety concern." Alleged malfunction reported as occurring during use. It was reported there was no patient injury or consequence. Patient condition reported as "fine".